Event description:
A consumer reported that his finger swelled up after using the scholl freeze verruca and wart remover product. The freeze product was used to treat a wart on the index finger of the right hand of the consumer. The consumer stated that he charged the canister for 15 seconds and waited 5 seconds before applying the applicator bud to the wart for 30 seconds. The package instructions states ¿keeping the can upright and holding as shown, press the cap down for 5 seconds¿ and ¿you must wait for 15 seconds, holding the bud pointing downwards before applying to the verruca or wart.¿ the patient reported that he did this treatment on tuesday or wednesday and the day after he woke up and his finger had swelled up like a balloon. On the friday of that week, he was admitted to the hospital, where he stayed until the following monday. The patient reported that the doctor had told him that he had cellulitis.